Event description:
Per the clinic, the device was explanted on (B)(6) 2011, due to a performance decrement. The device was explanted (B)(6) 2011. It is unknown if the patient has been reimplanted as of the date of this report, april 9, 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).